Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. To resolve the issue, the fse cleaned the ise module; replaced the buffer valves (part number (c28717), the reference valves (part number b37620), and the sample probe (part number mu993400). The fse also performed enhanced cleaning of ise, primed the system and verified the instrument performance. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erratic ise (ion-selective electrode) patient results. Sodium (na) and anion gap values were low and chloride (cl) values were high. There was no report of impact to patient treatment in association with this event.